Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal circumflex with heavy tortuosity and moderate calcification. Pre-dilatation was performed with the 2.25 x 15 mm nc trek balloon. Intravascular ultrasound (ivus) was advanced, but could not cross to the lesion. Additional dilatation was performed with the nc trek balloon. Another attempt was made to advance the ivus, but the device could not cross. A xience v stent was implanted and post-dilatation was performed with the nc trek balloon; however, the balloon ruptured during the eighth inflation of 6 atmospheres (atm). It was noted that the first seven inflations were to 16 atm. The nc trek was removed without issue. It was noted that the balloon was prepared per the instructions for use. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: xt-a, xt-r; guide cath: sheathless; stent: xience v. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.